Event description:
Guidewire retained after attempted removal of catheter during placement of midline IV in left upper arm, guidewire and catheter successfully removed after 1 cm cutdown. FDA safety report ID# (B)(4).